Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned, analyzed, and no anomalies were found. It was also noted that the returned device indicated the set screw was found in the connector bore. Products: 6944 implantable tachy lead 2001 (B)(6). (B)(4).

Event description:
It was reported that during the implant procedure, the setscrew would not move. The device was not used, and a new device was used to complete the procedure. No patient complications have been reported as a result of this event.